Manufacturer narrative:
Result of investigation:the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported complaint was unable to duplicate. The hotwire flow sensors was visually inspected the uut's (units under test) found no signs of damage or misuse. The uut's were put through a series of 10 connect/disconnect cycles. Upon connection of the uut's "prox. Flow sensor ready, zero sensor recommended" did not display on uim per specification. With the monitoring screen accessed, the uim responded with calibration screen when the "zero sensor" button was selected. However, when attempting to perform the hotwire flow sensor verification procedure, I was unable to get the proper waveforms or readings to show up on the uim. The uut was disassembled for access to the sensor filaments and an inspection found the filaments to be contaminated and damaged. Found additional problem with contamination and damage of the hwfs sensors filaments causing sensor failure.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the avea ventilator does not recognize flow sensor. At this time, the customer does not confirm patient involvement associated with the reported event.